Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable needs to be replaced. The reported issue is currently under investigation.

Event description:
The customer reported no image on the left monitor. This caused the system to be unusable due to a loss of the live image. There is no report of injury or death associated with this event.